Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The nurse reported that a corneal burn had occurred during surgery. Additional information received from surgeon stated sutures were needed to close the wound, and the patient required unplanned medication for elevated intraocular pressure.